Event description:
It was reported that the patient continues to present after device alerts and electrical resets are observed. The patient's family states the resets coincide with the patient hitting themselves. The ICD was programmed to the previous settings and remains in use.

Event description:
It was later reported that the patient continues to present at the hospital on a regular basis due to audible alerts. Additional electrical resets are subsequently found and the ICD is programmed back to previous settings. It was decided that the patient will be monitored remotely on a daily basis and will check in at the hospital once per week. The patient is also being treated with medication in an attempt to reduce the self-injuring behavior as it is still believed that the alerts and resets are coinciding with the patient hitting themselves in the ICD pocket.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were multiple power on resets (por) occurring on (B)(6) 2014. Further power on reset (por) occurred on (B)(6) 2014.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred, and that wireless telemetry was unable to be established.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated that wireless telemetry was unable to be established.

Event description:
It was reported that an electrical reset had been discovered during a routine implantable cardioverter defibrillator (ICD) device check. The patient may have autism and it was revealed that the patient sometimes hits the ICD pocket. The ICD was reprogrammed back to original settings. The patient presented a few days later due to an audible alert. Wireless telemetry could not be established with the ICD. It was determined that an electrical reset had occurred on each of the three previous days. A high number of short interval counts (sic) were also observed on the right ventricular (rv) lead. It was decided to monitor the patient¿s condition and no further intervention was done. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 6942-65 lead implanted 2005 (B)(6). (B)(4).